Event description:
An 13mm amplatzer septal occluder (aso) was implanted approximately eight months ago. Three months ago during a follow up visit to the hospital, erosion of the aso device from the defect rim wall was observed. The aso was removed two days later.

Manufacturer narrative:
The amplatzer septal occluder (aso) associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.